Manufacturer narrative:
Plant investigation: this is a report of a patient who discovered a fluid leak during peritoneal dialysis therapy. As the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a production history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis patient discovered fluid on the inside of their cassette door during peritoneal dialysis therapy. Immediately preceding the discovery, the patient had received an m31 air detected in cassette alarm during drain two of five of peritoneal dialysis therapy. It was noted that the patient had drained 197ml of an expected 2503ml and had been draining slowly for one hour and thirty minutes when they received the alarm. During troubleshooting, it was verified that the clamps and pins were open and the connections were secure. There were no blockages or fibrin in the lines. The patient attempted to re-initiate therapy but the alarm reoccurred. The patient then rebooted the cycler and resumed treatment. The patient began to drain but at a slow rate. The technical support representative advised the patient to restart therapy using new supplies. Upon removing the cassette, the patient discovered that there was fluid on the inside of the cassette door that had leaked out of the cassette. The patient discontinued use of the cycler and reverted to manual supplies to complete treatment until a replacement cycler arrived. The cause of the leak was unknown. There was no patient injury or medical intervention resulting from the leak. There were no available samples for evaluation. The patient has received their new cycler and is continuing with peritoneal dialysis therapy.